Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported to sales rep by materials coordinator about an issue with the new suture they brought in to replace an old stratafix pdo code. As per surgeon the needles popped off prematurely with minimal force on two cases. Suture popped off prematurely with minimal force being applied in total knee procedure. There was no patient consequences reported. Surgical delay unknown. Device was not returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: two product complaints were opened to address 2 patients. Patient 1 - (B)(4) ¿ total knee replacement. Please address the questions below for each patient event: what was the name of each procedure? Both were total knee replacement. Please clarify how many devices were used on each single procedure? 1 suture packet each. What was the procedure date? Both on (B)(6) 2024. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify both cases the needle disconnected off the suture, like a pop off needle, as the surgeon was grasping the tip and pulling it through the tissue it had minimal force being applied to it as much as it would to pull the needle through tissue. Please provide the status of the return and any available tracking information I packaged up the codes with the affected lot codes and shipped them back with the return label that the complaints team emailed to me. The codes I sent back were not the ones that were used in surgery. Some of them were opened but not used in surgery. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) I am providing the follow up answers I was looped in that there was an issue by their materials manager (B)(6) and I followed up with the surgeon the same day he had the issues (B)(6) was the needle piece removed from the patient during the same procedure? Yes.